Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation and the information provided, the foreign object was removed during the procedure. Based on the results of the inspection, no signs of foreign matter or product defects that could cause clogging were found. Since no foreign material could be identified, the origin of the foreign material and the cause of the residual could not be determined. A definitive root cause could not be determined. There was no deviation from the instruction manual in the reprocessing procedure, and there was no physical damage to the area where the foreign matter remained. The event can be detected and prevented in accordance with the following instructions for use (IFU). The inspection method for the investigated issue is described in "chapter 3: preparation and inspection_3.8: inspection of combined functions with related devices" in the tjf-q290v operation manual. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the duodenovideoscope had foreign object stuck in the forceps. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography procedure. The foreign object was removed, and the procedure was completed using the same set of equipment. There were no reports of patient harm.